Event description:
It was reported that a user attempted to pair a dexcom g7 continuous glucose monitor (cgm) sensor with an ilet device the connection did not establish, while glucose values were visible in the dexcom app. No adverse clinical symptoms reported. Outcomes included no reported impact on health and no hospitalization. User support included troubleshooting and education on pairing procedures. Investigation of this case revealed a pairing failure between the external cgm transmitter and the ilet receiver with no alerts or alarms reported, consistent with a communication or connectivity issue between devices. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or setup factors contributing to unsuccessful device-to-device pairing.

Manufacturer narrative:
Initial